Event description:
It was reported that the catheter had been placed in 2006, left subclavian. Three months later, a part of the catheter migrated to the left pulmonary artery. Intervention was needed to remove this part.

Manufacturer narrative:
A chr could not be completed since the lot number was not indicated. The complaint is inconclusive since the product was not returned for evaluation.